Event description:
Report received of an over-delivery during performance verification testing (pvt). It was reported that an abbott field service representative perfomred routine pvt testing on the pump. The pump reportedly over-delivered. There were no reports of any adverse pt events while the pump was in clinical service. No other info was available.